Event description:
It was reported that the inflatable penile prothesis (ipp) was revised because it was not working. The device would not inflate and the reservoir was completely empty. The device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Updates: patient information d4: model number, d4: lot number, d4: catalog number, d4: expiration date, d4: unique identifier block h6: conclusion code of cause not established. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prothesis (ipp) was revised because it was not working. The device would not inflate and the reservoir was completely empty. The device was removed and replaced. There were no patient complications reported.